Manufacturer narrative:
(B)(4). Concomitant product(s): ¿ stemmed tibial component size 6, catalog 00595004702, lot 62141261; unknown femur; unknown 32mm, patella. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 1822565-2017-02271, 0002648920-2017-00239.

Event description:
It was reported that a patient underwent a knee revision procedure after an unknown period of time due to not being able to achieve full flexion or extension. The patella component was also noted to be maltracking. The tibial component, articular surface, and patella were removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.